Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. A bent tubing was found due to scar tissue, the pump was repositioned once the tubing was straight. The pump worked well. The reservoir was able in the inguinal area. The reservoir was removed and a new one was placed thru a secondary incision. The reservoir was filled and connected to the system. Device was cycled multiple times and patient is doing well.